Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available for return.

Event description:
The company representative reported that a screw ((B)(4)) was being inserted into predrilled holed with the correct screwdriver blade ((B)(4) twist drill & (B)(4)), and the screw head snapped off when the surgeon was completing the driver part (screw was all the way down).

Manufacturer narrative:
The screw head was returned for investigation and the reported event could be confirmed. The investigation shows that the bone screw, cross-pin, diam. 2.0 x xx mm broke as a result of too high torsional forces in forced rupture mode during the insertion. The chemical composition conforms to the specification - tial6v4 (ti grade 5). The fracture surface shows the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been a too small diameter or a too low deepness of the pilot hole. Indications for material or manufacturing related problems were not found in this investigation. Therefore no corrective and/or preventive actions are deemed necessary at that time. The complaint was added to the complaint trend.

Event description:
The company representative reported that a screw (5020412) was being inserted into predrilled holed with the correct screwdriver blade (9216135 twist drill & 6220130), and the screw head snapped off when the surgeon was completing the driver part (screw was all the way down).